Manufacturer narrative:
There are no allegations or indications of any system or component failure. Based on patient's admission of scrubbing the wound area, it is suspected that the patient behavior and compliance contributed to the poor healing.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. The implantable pulse generator (ipg) was placed in the calf area with the implanted leads targeting the tibial nerve. The system was activated on (B)(6) 2024 and no issues were noted at that time. On (B)(6) 2024 the patient reported to a nalu representative that infection had developed at the incision site. Oral antibiotics were prescribed at that time and the site was monitored. After completing the prescribed antibiotics, the incision site appeared to be healing and no further intervention was indicated. On (B)(6) 2024 the firm representative was notified that the patient had scrubbed over the incision site, causing the wound to reopen and an implanted lead to be exposed. On (B)(6) 2024 a full system explant was performed due to poor wound healing and possible infection.